Event description:
It was reported that the bd discardit¿ ii syringe leaked past the stopper during use. The following information was provided by the initial reporter, translated from french to english: "lack of tightness at the piston level, the liquid leaks along. Clinical consequence: none this incident took place in hematology on (B)(6) 2021."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2011154. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage was observed through the plunger rod. Through magnified inspection, damage was observed to the plunger lip component. This type of damage can be produced during the handling of the product through the manufacturing process or within the plunger assembly machine.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit" ii syringe leaked past the stopper during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "lack of tightness at the piston level, the liquid leaks along. Clinical consequence: none. This incident took place in hematology on (B)(6) 2021."